Manufacturer narrative:
The reported event of early battery depletion as reported was confirmed. A probable root cause for this early battery depletion is likely caused by the hybrid metal migration anomaly. Final analysis found helix length was not within specification, consistent with having occurred during procedure/explant damage. No further anomalies were detected.

Event description:
It was reported that the patient's leadless pacemaker exhibited premature battery depletion. The lp was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of early battery depletion as reported was confirmed. Final analysis found helix length was not within specification. The helix elongation is consistent with having occurred during procedure/explant damage. Device was at eri when received. A longevity calculation was performed and found the battery depletion was premature. Further analysis on the hybrid indicated a metal migration anomaly occurred, which resulted in premature battery depletion of the device.